Manufacturer narrative:
The complainant reported that pedicle screws were extremely difficult to lock and when the rod is slightly bent, the surgeon cannot lock the screws. There were no known patient complications. This MDR corresponds with MDR 3005031160-2019-00021. Further communications with the complainant indicated that the screws were part of a larger six screw construct. The complainant stated that two screws ended up not locking at all, but all of the 6.5mm x 45mm screws are extremely difficult to lock. The rod sits up higher on these screws and the locking wrench slips off the top of the screw easily and wears the locking wrench out. The surgeon was confident that the construct would be successful. The surgical technique guide provides guidance on successfully placing and final locking pedicle screws. The surgical technique guide includes a cautionary statement that says, "avoid placement of a bent-rod apex in the locking zine of a screw. A bent rod in the locking zone of a pedicle screw would prevent the screw from final locking, as a bent rod does not fit within the pedicle screw cup." If further information becomes available, a follow-up MDR will be submitted.

Event description:
The complainant reported that pedicle screws were extremely difficult to lock and when the rod is slightly bent, the surgeon cannot lock the screws. There were no known patient complications. This MDR corresponds with MDR 3005031160-2019-00021.